Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery tube. Off no power alarm was not confirmed due to blank display. The device had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported that the display on the insulin pump is blank. Customer stated that she received an off no power alarm; she changed the battery and the display is blank. She did not receive a low battery alert prior to the off no power alarm. Customer stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.